Event description:
The user facility reported that the housing broke at the weld and fell on the patient during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported that the housing broke at the weld and fell on the patient during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
The reported event, was confirmed. A picture was attached at intake. It was visually observed the housing had a weld fracture.